Event description:
It was reported the subject device presented a bent on the distal end. The issue occurred during set up, before patient in room and was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal sheath is bent. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation on the distal sheath shows that some kind of stress was applied to the distal sheath. We assume that this caused the distal sheath to bend. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.